Manufacturer narrative:
No conclusions can be made at this time. Based on the article, the problems experienced may have been related to placement of the implants. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions-for-use (IFU) supplied with each device.

Event description:
Depuy spine became aware of an article that reviewed four cases of cornal plane deformity after 2-level total disc replacement. Three of the four were charite cases. As the article reports three adverse outcomes and three complaints were opened to document these events. A female patient had 2-level arthroplasty at l4/5 and l5/s1 in 2005. Fourteen months out a revision was performed to remove the l4/5 implant due to back pain. Two years later, the l5/s1 facet joints showed severe arthritis as well as mal-position of the implant. A revision was performed to remove the charite and old hardware and fuse l4-s1. Article review: spine, vol 35l; short segment coronal plane deformity after two-level lumbar total disc replacement. A. Ching, c. Birkenmaier, r. Hart, md.